Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was dislodged. This was discovered via a chest x-ray. The patient was asymptomatic. The ra lead was repositioned successfully on (B)(6) 2023. The patient was stable throughout the procedure.